Event description:
We have a newly admitted patient and the external fill history shows a recent fill at xxx xxxx pharmacy for athenol 325 mg. I was not familiar with the name athenol, so I attempted to look it up in micromedex. Micromedex displayed atenolol and in brackets next to atenolol it said "contained in athenol¿ but the strength and directions displayed in the external fill history were not consistent with the typical dosing of atenolol, so I tried looking up athenol on the drugs.com(https//drugs.com) site. When I put athenol in the search bar on drugs.com(https//drugs.com) I got the message, "did you mean altenol?¿. I am not a new pharmacist but I have never heard of altenol or athenol. According to google, they are both acetaminophen. I think an error could occur due to micromedex stating that atenolol is the ingredient contained in athenol. Reporter's recommendations: I will look for contact information for micromedex to bring the error on their site to their attention. I think it is crazy that the FDA has approved three products with such similar names. (B)(6). Submission ID (B)(4).